Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated, during a separate call for education/inquiry. Elevated bgs were treated by administering a correction bolus. The customer mentioned taking steroids, which tend to cause elevated bgs. No other apparent issues were found during troubleshooting. The customer indicated that their healthcare provider has already addressed this problem.